Event description:
A customer in the united states contacted biomérieux to report a misidentification of klebsiella pneumonia as klebsiella oxytoca in association with the vitek® 2 gram negative (gn) identification (ID) test kit. Testing by the customer via biofire obtained klebsiella pneumonia. The customer sent the strain to a reference laboratory; organism identification of klebsiella pneumonia was returned (method of testing not provided by the customer). There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux requested strain submittal from the customer. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in the united states contacted biomérieux to report a misidentification of klebsiella pneumonia as klebsiella oxytoca in association with the vitek® 2 gram negative (gn) identification (ID) test kit. An investigation was performed. The submitted strain was subcultured and testing included individual organism suspensions with gn cards from the customer lot (2410555403) and a random lot (2410492403) in duplicate as well as vitek ms and api 20e test kit. All four gn cards tested resulted in excellent identifications of klebsiella oxytoca, while vitek ms gave an identification of klebsiella pneumoniae with a 99.9% confidence value and api 20e gave a good identification (97.3%) of klebsiella pneumoniae. Vitek 2 testing reproduced the customer's reported misidentification. A review of the customer's k. Oxytoca data demonstrated two atypical positive reactions (5kg and ellm) for an identification of k. Pneumoniae according to the gn knowledge base. An increased number of atypical reactions can indicate contamination, mixed culture, use of non-recommended media, user set up error, or an atypical strain. Quality systems performed a search for all complaints against gn card lot 2410555403 returning only this complaint and no indication of a trend. A review of the recent quarterly trend report, did not identify this complaint as a systemic quality issue.